Event description:
The product was evaluated. An external visual inspection was performed and passed. A receiver charge test was not performed due to the receiver not turning on. A receiver boot test was performed and failed due to the receiver not turning on. Functional tests were not performed due to the receiver not turning on. An internal visual inspection was performed and failed due to assembly error and damaged components. Pictures were taken. An attempt to download the receiver log by replacing the battery was performed and failed. Troubleshooting was completed for the receiver and battery. A damaged usb component was found. Pictures were taken. The receiver log was not downloaded and reviewed due to the receiver not turning on. Confirmation of the allegation and probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
Com-(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.